Manufacturer narrative:
(B)(4).the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the battery thread was cracked on the insulin pump. No damage on the drive support cap. Customer was not in a car accident. Customer does now know how damage occurred. Customer's blood glucose was unknown. No further information reported.